Manufacturer narrative:
Submit date: 10/13/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer states there is an issue with the needle driver placement component in the tray. Customer states that the needle driver in the tray appeared flimsy and breaks during usage on a patient. This causes the needle to shoot back at the user. This has happened twice so far with this tray.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Since the sample was not returned, there is no enough evidence to determine what could cause this event. However the pfmea was reviewed in order to identify possible root causes of failure needle defect. The following potential causes were identified in the pfmea or in addition to this document: in process inspection failed or not performed, defective material and/or procedure not followed. With the available information it is not possible to confirm an exact root cause for this issue. Corrective actions were not required. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.